Event description:
The MFR rep reported during a stage 3 dbs implant and screening procedure, the lead, placed in october, was found to be damaged. In the operating room, the hcp removed the temporary connector boot and exposed lead wire were immediately noticed. It appeared as if a single set screw had caused damage to the lead wires on one or possibly two contacts of the lead. The pt experienced no symptoms and the lead was left in place until troubleshooting and programming. Impedances on electrode three were >4000 ohms but the rest of the electrodes were functional and were able to provide a therapeutic effect.

Manufacturer narrative:
.